Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider of the clinical study reported the patient had erythema to the right gluteal stimulator pocket. Bactrim was given as an intervention and the event was considered ongoing. The etiology was due to the stimulator pocket and was not related to the device or therapy and related to the implant procedure. If additional information on out outcome is received from the site a follow up report will be sent. Patient indication for use was spinal pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. Diagnostic methods included examination which showed that the implantable neurostimulator (ins) incision was well healed with no erythema present.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was erythema to the implantable neurostimulator (ins) pocket.